Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The device was received with detached end cap. Unable to perform displacement test due to detached end cap. It had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip, cracked case at display window corners, stained address label, stained serial number label and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap was loose. Customer's blood glucose value was 266mg/dl. Customer was advised to treat as per the doctor. Insulin pump will be returned for analysis.